Event description:
Additional information was received from a manufacturer representative (rep). It was reported that both options, using a new patient programmer and recharging when the patient programmer is not connected, were tested last friday (B)(6) 2023, but the issue was not yet resolved. It was further discussed with the physician and agreed to move/re-position the implantable neurostimulator (ins) as it moves a lot within the patient and is not steady (patient lost a lot of weight). This may influence the contact between the charger and ins. This procedure is currently scheduled for the (B)(6) 2023. Additional information was received from the rep. It was reported that the ins was repositioned today (B)(6) 2023) (as indicated in the last update). During the surgery, it was seen that the ins was fully shifted and was perpendicular to the patient¿s stomach, which explains the bad contact. After the surgery, the same steps as discussed before were tried: to try charging the ins when this is not yet connected to the patient programmer. After some time, the ins started charging and everything went back to normal. The problem was solved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an intellis system experienced a fall several times about 6 weeks ago. The patient did not recharger the neurostimulator anymore. Yesterday (B)(6) 2023 and today it was tried to charge the intellis to be able to interrogate the ins with the clinician programmer. The antenna was connected to the controller and it was tried to initiate a recharge session. First the screen 'no device found' was seen followed by screen 50 (low and high numbers). However, after that no recharge session was started; they were unable to charge the ins. Only the screen indicating that the neurostimulator battery is low or empty and needs to be recharged was seen. It was tried multiple times to initiate a recharge session, when the antenna was connected to the controller, the controller indicated to position the recharger over the ins. Then antenna was making a 'clicking' sound and was searching for the ins. However, after this the ins battery is low/empty warning screen appeared instead of the normal recharging screen or 'no device found' screen. 3 different controllers were tried and 2 different antenna's. However, for all the devices/components the same screen appeared after trying multiple times. Additionally, it was tried multiple times with the different controllers/antenna's to disable and re-enable the controller with the ins in the technician mode, without success. It was discussed that it looks like the controller is not recognizing the antenna. However, as different new controllers and antennas were already tried they cannot exclude that something in the neurostimulator could cause this behavior on the controller. No symptoms were reported. Additional information was received. It was reported that the first experience of the ins not recharging was about 6 weeks before the event was reported; the patient fell +- 4 times, and the issue started afterwards. No clear cause was yet determined. The problem started after the patient fell a few times (fell down the stairs one time). The physician confirmed that the patient had difficulties using the patient programmer and recharger and did not understand it. The devices had to be explained multiple times. This resulted in the events that the ins was at 0% multiple times. The patient was seen on friday(B)(6) 2023. All external components were replaced to try recharging the ins again: 3 patient programmers, 2 rechargers, 2 batteries. The ins was also disconnected (option 4 in tech modus on patient programmer). No results. The issue has not been resolved. The patient will be seen again together with the physician. They will try a new patient programmer. If this does not work, they will try to recharge the ins when it is not connected to a patient programmer. The option of repositioning the ins by surgery will also be further discussed with the physician.

Manufacturer narrative:
B3: date is year valid. G2. Foreign: belgium. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.